Event description:
It was reported that when the customer applied clips to the cystic duct, the clips from the device were scissoring. A new instrument was opened to complete the procedure and there were no unexpected outcomes as a result of this event.